Manufacturer narrative:
Findings: motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Pump received with minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm and history anomaly. Blood glucose level at the time of the incident was 20 mmol/l. The customer stated the device was not recording a bolus/basal or probably not delivering at all. Customer performed troubleshooting. The customer mentioned that the insulin pump was not exposed to high magnetic fields. Customer was able to complete pump rewind. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.